Event description:
It was reported that the 9800 system experienced keyboard and room door open errors. Rebooted unit 4 times to try and clear errors, but could not clear the errors. Unit replaced with another unit and case continued. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. However, installed system interface board as a precaution. The system was tested and found to be working as intended and placed back into service.